Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32431. It was reported that patient experienced uncomfortable stimulation. Attempts to reprogram at different strengths was unsuccessful. X-rays showed that one of the leads had migrated and lead had high impedance. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experienced uncomfortable stimulation was reported to abbott. Attempts to reprogram at different strengths was unsuccessful. X-rays showed that one of the leads had migrated and lead had high impedance. As a result, the lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored postoperatively.. It is unknown which lead was explanted. Therefore, all the suspected leads are being reported accordingly.